Event description:
Philips received a complaint on the efficia dfm100 defibrillator, indicating that the pad's adapter cable was damaged. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator, indicating that the pad's adapter cable was damaged. There was no reported patient involvement. However, further investigation determined that there was no reported issue with the device and/or components; the pad's adapter cable was replaced solely as part of a field safety notice (fsn) received by the customer. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The pad's adapter cable was replaced as part of a field safety notice, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that the adapter cable exhibited damage. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Subsequent information received indicated that there was no reported issue with the device/components, parts were replaced as part of a field safety notice (fsn) implementation (ref. Fsn 2022-cc-ec-010_efficia pad adapter cable hkg¿ and fsn 2021-cc-ec-023 efficia external paddles). Therefore, this issue is being considered non-reportable as there was no death or serious injury reported, and there was no report of a device malfunction. The parent record has been closed as a non-complaint and regulatory reporting is no longer applicable.